Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: a review of the black box data showed reboots beginning on 12/12/2015. A visual inspection of the pump showed that the pump showed that the battery compartment was cracked. The battery compartment had stripped threads. The returned battery cap had stripped threads and the battery cap contact height was found to be out of specifications. The contact width was found to be within specifications. The pump powered intermittently with the returned cap. A test cap was used and the pump was then exercised for 24 hours with no power loss. The pump cover was removed and no internal defect was found. Unrelated to the complaint, the display was dim and discolored. Additionally, the pump case was cracked in the upper right corner of the display area. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was cracked. The battery cap had stripped threads and was unable to tighten on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.